Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with one proglide device was performed in the right common femoral artery via 7fr sheath using the preclose technique prior to an interventional pacing procedure. The sheath was upsized to 11f and 14f and the interventional pacing procedure was performed. Hemostasis was achieved with the sutures of one of the preplaced proglide devices and a non-abbott device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The marker lumen blockage could not be confirmed as the marker lumen was flushed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure due to under insertion of the device. Based on the information reviewed, there is no indication a product quality issue of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after an interventional pacing procedure. Reportedly, the proglide device was placed in the patient anatomy; however, there was no obvious blood flow from the marker lumen. An additional device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.